Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo review: photo provided shows an activated company device. The nozzle tip appears to be inserted in the eye. The plunger is advanced under the iol(intraocular lens). The iol appears to be advanced into the nozzle entry. We are unable to determine the root cause for the reported complaint " iol failed in the injection system". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds(ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician during an intraocular lens (iol) implant procedure, lens failed in the injection system and the lens had to be removed from the device and implanted using the injector. The procedure completed on the same day using company cartridge. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The complainant indicates that the iol (intraocular lens) was removed from the company device and manually reloaded into a cartridge. Company injector is a pre-loaded device and the lens must not be removed from it and reloaded into a cartridge and can only be used with the company device. The manufacturer internal reference number is: (B)(4).